Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 17.4 mmol/l and 6.5 mmol/l on the compact system. Reporter indicated that the pt did not modify therapy based on these results. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
This event occurred in another country.